Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they received a low battery alarm and then a failed battery test alarm. The customer also reported the insulin pump's screen was now blank. The customer's blood glucose was 89 mg/dl at the time of incident. . Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to clear the failed battery test alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap. Also received with normal operating currents. No blank display during testing. No damage found on the lcd isolation tape noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stripped battery cap coin slot, stained address/serial number label, corroded battery tube and cracked battery tube threads.